Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) earth leakage current test. The product analysis lab (pal) evaluated the device. External and internal inspection were performed and fluid was observed in the pump tubing, and pressure bottles, and the fluid had been drawn into the pneumatic system. The resistance readings from ground to each ac input terminal at the power entry module were not infinite but returned to their proper infinite value when the pump was disconnected. The cause of the earth leakage current test failure was pneumatic system fluid ingress. The machine will be scrapped.